Event description:
Per the surgeon, in june 2013 (day not reported), the patient underwent an MRI without the internal magnet removed. On march 27, 2014 it was noted that the internal magnet was dislodged. Surgery to replace the magnet occurred on (B)(4) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.